Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's wife reported that the patient had a rash. The patient's physician prescribed steroids to help with the itch. The patient's wife reported that the rash was really only present in the mornings. The medical outcome of the rash is unknown.